Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) experienced a brief sensor issue with missed readings and subsequent recovery, described as signal loss with the responsible device not identified, and troubleshooting and education were completed. No adverse clinical symptoms reported and no impact to blood glucose control. Outcomes included no injury, no need for medical intervention, and no hospitalization. User support included review of the reported malfunction and user education on signal loss and sensor behavior. Investigation of this case revealed a transient cgm signal interruption consistent with a brief sensor communication issue, with no device component failure identified and normal function restored. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient interference leading to temporary signal loss.